Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there were two deviations during a pedicle screw fusion procedure. Three screws were placed during the procedure. Two of them had a lateral shift and one of them already was in a vertebra with cement in it. The surgeon noted that there were problems releasing the screws from the driver. Several attempts were needed until the driver was disconnected. The planned trajectories was changed and the lateral screws were repositioned accurately. There was no patient harm and the procedure was delayed less than an hour. Additional information received from a manufacturer representative reported the trajectory was deviated between 3-6 mm. The cause was suspected to be the screw not being fastened well on the screwdriver or too much force being applied while placing the screw.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1-a4: patient information is unavailable. H3, h6: no parts were returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.